Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit with a blood glucose (bg) level of "700's" mg/dl; cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Treatment resolved the issue and there was no permanent damage customer was discharged 6 days later, and unsure of the exact date. Ultimately, the customer reverted to manual insulin therapy.